Manufacturer narrative:
(B)(4). The customer reported that when the device was turned on it displayed a red x. The device was being used while a pt was being monitored. The red x eventually cleared. After the batteries were changed and the device was charged the users successfully ran the operation check test. No errors were found in the device error log. There was no pt impact. Philips customer service contacted the customer, who stated that philips had installed a software update and there have been no further problems with the device. A red x displayed can indicate that a self test failed or it could indicate that the battery is low on charge. We are not able to verify the reported error.

Event description:
The customer reported that when the device was turned on it displayed a red x. The device was being used while a pt was being monitored. The red x eventually cleared. After the batteries were changed and the device was charged the users successfully ran the operation check test. No errors were found in the device error log. There was no pt impact.